Manufacturer narrative:
D4: additional information was received regarding the device information. Corrected the catalog number, lot number, serial number, and UDI. H4: corrected the device manufacturing date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the mechanical circulatory support specialist observed intermittent controller error alarms on the automated controller. The specific alarm color was not known. The alarms resolved without intervention, and the patient remained stable with consistent flows throughout. The clinical team elected to replace the controller. This event has been classified as a reportable malfunction.